Event description:
Account alleges, the bed has a slow drift at the hi/low head section. No injuries reported.

Manufacturer narrative:
Account replaced the hydraulic block and the problem is resolved.